Event description:
The customer reported being in the emergency room due to high blood glucose of 1031mg/dl, and his blood glucose was treated with an insulin drip and running fluids. Initially, the customer called to report that his belt clip was broken. Also he mentioned that the insulin pump had scratches and cracked display window. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.